Manufacturer narrative:
Additional information was received on (B)(6) 2019 indicating that the event occurred during routine testing and no patient was involved. Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage found on the pump. Event log history was performed and indicated that "high alarm displayed: air in-line detected, high alarm acknowledged: air in-line detected and keypad unlocked" were recorded in history. During analysis, premature air in line error was duplicated at the beginning of the infusion. The air detector sensor was noted to be faulty. Service replaced the air detector sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited "constant air in line" alarm. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.